Event description:
It was reported that when patient presented in clinic for a routine follow-up, episodes of non-sustained rv oversensing due to loss of capture on the rv lead was observed. Decreased r wave amplitudes were also noted. Programming change was recommended. The rv lead will be monitored. No further information is available.

Event description:
New information received states that non-sustained rv oversensing episodes that was caused by loss of capture on the rv lead was observed despite programming changes. No intervention has been done as the lead remains implanted. The patient will continue to be monitored.

Event description:
New information received states that the rv lead was explanted and replaced on (B)(6) 2017. The patient condition was stable.